Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited low out of range pacing impedance measurements of less than 200 ohms on the right ventricular (rv) channel. A slight rise in rv thresholds were also noted. No changes have been made and the ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated this patient was seen back in the hospital where an x-ray was taken of their system. No abnormalities were observed with the x-ray. The alert for rv impedances was turned off and the system remains in service. No adverse patient effects were reported.